Event description:
Polished truedent dentures were sent by a potential customer for cytotoxicity test and they did not pass the test. The cyto tests were performed on the polished dentures that were printed and polished at stratasys.